Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited high capture threshold, unspecified sensing issue and a varying low voltage impedance. It was also noted that the helix failed to extend and retract. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events were inadequate capture, sensing issue and varying low voltage impedance and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the helix was damaged and was clogged with blood/tissue and the inner coil in the connector region was over torqued due to procedural damage. Unable to perform helix mechanism/extension length test due to the damaged helix. The cause of the reported event of helix mechanism issue was isolated to the damaged helix and the over torqued inner coil in the connector region due to procedural damage and the helix clogged with blood/tissue. The reported events of inadequate capture, sensing issue and varying low voltage impedance were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.